Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36-50 mg/dl, and customer "could not see". Cause of bg was unknown. Customer required assistance from classmate to obtain juice and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.